Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was oversensing the minute ventilation (mv) signal. A high out of range pacing impedance measurement of greater than 2000 ohms was also observed on the right atrial channel. No changes were made and the ICD remains in service. No adverse patient effects were reported.